Manufacturer narrative:
(B)(4). The device was returned. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following info was provided that indicated breakage of the distal tip of the option lok male adapter. The tubing set was to be used for a piggyback delivery of potassium chloride 40meq/250ml, at a rate of 62 ml/hr via a pump. The customer contact reported that while connecting the option-lok male adapter of the tubing set to an unspecified clave y-site of an unspecified primary tubing set, the distal tip of the option-lok male adapter broke off. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.